Event description:
Shortly after the start of treatment, the patient felt discomfort and pain from the arm where the PICC line was placed. Control of the PICC line was without remarks. Easy to rinse and aspirate. Treatment started again after contact with the doctor. Shortly after, the patient felt pain and discomfort again. The treatment was stopped and the catheter is checked again without remarks. However, the employees choose to pull the catheter. When checking and flushing the PICC-line discovered a hole 5-6cm into the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexh0672 showed no other similar product complaint(s) from these lot numbers.